Event description:
Caller stated patient received replacement communicator but they are still receiving "no device response". Caller stated they already unpaired/re-paired communicator to handset, reset communicator and restarted handset. Caller confirmed that handset was linked to ins. Caller was able to connect to ins with tablet without issue. Technical services (tss) had caller reset communicator and restart handset. Caller had already taken handset out of the case to use it but tss had caller also remove communicator and place it directly over the ins - this resulted in successful communication with the ins. However, when the communicator was moved away from the implant (ins) and tried to connect, the handset got stuck on the "connecting" screen and there was no bluetooth light illuminated on the communicator. Caller stated they had this happen before and they walked through resetting communicator and restarting the handset. Caller then attempted to connect to ins again, while holding communicator in their hand, and was successful. Caller then placed everything back into the case and was able to connect again to the ins successfully. Caller noted that the communicator woke up on it's own when the handset started trying to connect but it hadn't been doing that. Tss suggested to remove everything from the case and place communicator directly over ins if the "no device response".

Manufacturer narrative:
Additional information has received. B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handset and communicator are not communicating with her implant. Patient states this is the first time they have used this part of it and they were told they can try turning it up if they need to. Agent walked patient through resetting the communicator and handset. Patient was still not able to connect to the equipment. The issue was not resolved through troubleshooting. Handset was prompting patient to enter the serial number of the communicator. Patient tried scanning it and tried entering manually. Had patient reset a couple of times both the communicator and handset. Had patient try pressing switch communicator. Patient was not able to connect. Had patient use the wireless recharger and patient was able to connect with wireless recharger, stimulator is charged. A request was sent to repair to replace the communicator. Additional info received from patient that they got the new communicator but says the issue is persisting. During the call patient tried a long press on communicator and it still wont connect. Patient is frustrated and needs to turn stimulation up. Advised that patient follow up with healthcare provider.